Manufacturer narrative:
Insulin pump received with reservoir tube completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube broken off. Pump passed displacement test.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that there was crack on the reservoir compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.